Event description:
It was reported that customer experienced occlusion alarms. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up from tandem technical support, no troubleshooting or corrective actions were performed, and no additional information was obtained regarding outcome of event.